Event description:
Letter from physician states that pt rec'd a "jolt" that caused him to fall to the floor after passing through a library security sys. The device was turned off after the event, and the pt subsequently chose to have the device removed. The device has been sent to the MFR for analysis.